Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On may 28, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that his onetouch ultra2 meter powers off during use. The complaint was classified based on additional information obtained by the customer care agent (cca) during a follow-up call with the patient, and further information obtained when the medical surveillance specialist reviewed the call recording. The patient reported that the alleged power issue began on may 27, 2024, at around 9:00 am and he was unable to test his blood glucose. The patient manages his diabetes with novolin 70/30 insulin on a self-adjusting dose. During the initial call, the patient reported that at around 9:30 am, his blood glucose levels began to drop, and he started to feel ¿sweaty and shaky¿. The patient claimed he phoned 911 and was taken to the emergency room (ER) by ambulance where he received treatment to get his blood glucose levels up. The patient reported that his blood glucose was measured while at the ER but was unable to recall the lab result obtained. During the follow-up call, the patient claimed he was treated with insulin at the ER and that he felt better a few minutes after receiving the treatment (note that this is inconsistent with report of a low blood glucose). The patient informed the cca that he attributed the onset of the symptoms to not eating as a result of the alleged meter issue. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The cca educated the patient on the meter¿s behavior and auto-shutoff and alleged meter issue remained unresolved. The cca noted that based on the information provided, the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical intervention for an acute complication of diabetes after the alleged meter issue began.